Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, a non-recoverable fault that occurred. The clinical territory associate (cta) reported the issue on the following day. Upon reviewing the system logs, errors 25730, 23098, 40106, 32097, and 32114 were identified on the universal surgical manipulator (usm) arm 4. Despite the fault, the surgeon was continuing with the procedure. The cta noted that the system had not faulted during surgery today. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and working on the contract renewal.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint for failure analysis investigation. The unit was analyzed and in log review, error 40067 was confirmed indicating the full armnet encountered communication faults. The suj was installed onto an in-house system where error 40067 was replicated on startup. The suj was tested on a patient side cart fixture test platform (pftp) where it failed fiber power tests. The fiber optic cable was aba (applied behavior analysis) tested and verified it to be the source of the fault. After testing was complete, visual inspection found no issues related to the reported event. The probable root cause is attributed to the fiber cable in the suj. This issue can be resolved by replacing the suj.

Event description:
Refer to h11 for follow-up information.